Event description:
It was reported that the pt experienced a burning sensation, tugging, and vibration from the pump when the pt had an MRI. The MRI tech stopped the MRI after the pt reported the symptoms. The drug in the pump at the time of the event was not known. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).